Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not communicate after rebooting and changing the cable. A field service engineer (fse) determined that there was no issue with the pyxis device itself; the problem was with the port. Once the hospital it team resolved the port issue, the pyxis device was able to resume connectivity. The station came back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating. The customer reported that the patient list and medication lists were not current causing a delay in the nurse¿s obtaining medications for their patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating. The customer reported that the patient list and medication lists were not current causing a delay in the nurse¿s obtaining medications for their patients. There were no adverse events or injuries reported based on this event.